Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent medication required, and serious injury/illness/impairment appear to be related to the operational context of the procedure. The reported patient effect(s) of high blood pressure/hypertension is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that percutaneous intervention (pci) was performed in the left anterior descending coronary artery on (B)(6) 2024, with implant of a 2.5x38mm xience skypoint stent. The patient left the hospital the same day against medical advice (ama), with no discharge paperwork. The patient was prescribed medications and reported compliance. On (B)(6) 2024, a magnetic resonance imaging (MRI) scan of the spine was performed. Approximately, 10 days later, during scheduled follow up, the patient's pre-existing blood pressure was noted to be higher than his usual, and his medication dosages were increased. An additional medication was added. There was no adverse patient sequela. No additional information was provided.